Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) was completed. The reported problem (won't detect batteries was confirmed. Upon investigation the battery charger was unable to detect inserted battery packs. The cause for the failure was isolated to corrosion on the battery board and bedside board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient rec'd a replacement battery charger/modem.

Event description:
A (B)(6) female patient called zoll customer support to report that her charger was not detecting inserted battery packs. The patient was issued a replacement battery charger/modem.